Manufacturer narrative:
Follow-up #1; date of submission: 01/06/2017. The device has been returned and evaluated by product analysis on 12/16/2016 with the following findings. During investigation, moisture was found in the battery compartment. Cracks were found in the battery compartment from above the grip pad to the threads, and from below the grip pad to the case seal. A leak test was performed and failed due to a leak in the battery compartment. The pump was opened to find moisture damage on the continuous glucose monitoring board, and on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. Reportedly, the battery compartment was damaged and there was moisture corrosion in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.